Event description:
The report stated that the user is reporting that there was a short-circuit, a spark and the operating incision area had a fire. The surgeon's gloves and the patient's foot were involved. The patient suffered a 2nd degree burn and had to remain in hospital.

Manufacturer narrative:
The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.